Event description:
It was reported that the patient presented to the emergency room with discomfort. Upon interrogation, it was noted that the patient experienced diaphragm stimulation. The right ventricle lead was repositioned on (B)(6) 2025. The patient was stable in condition.